Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of patient no audio output from the receiver that occurred on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Describe event or problem - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The receiver was returned for evaluation. The device was visually inspected and no defects were found. A manual test was performed and speaker sounded. The reported event of no audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).